Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, bleeding intermenstrual and vaginal dryness. Concurrent conditions included nickel sensitivity. Concomitant products included calcium, cyanocobalamin (vitamin b-12) and vitamin d nos (vitamin d) for vitamin deficiency as well as oral contraceptive nos since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/ bladder/urinary problems") and bladder disorder ("bladder or urinary problems or changes/ bladder/urinary problems"). In (B)(6) 2016, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) menorrhagia heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea cramping"), hypovitaminosis ("other injury(ies) or complication please describe: vitamin deficiency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy since childhood/ nickel allergy"), abdominal pain ("abdominal pain"), tooth disorder ("dental probs"), rash papular ("rash small bumps on skin") and sinusitis ("sinus infection"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on 9-jul-2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, miliaria, dysmenorrhoea and rash papular had resolved and the urinary tract infection, allergy to metals, hypovitaminosis, dyspareunia, urinary tract disorder, bladder disorder, abdominal pain, tooth disorder and sinusitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, hypovitaminosis, menorrhagia, miliaria, pelvic pain, rash papular, sinusitis, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bladder disorder, urinary tract disorder diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event sinus infection added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included calcium, cyanocobalamin (vitamin b-12) and vitamin d nos (vitamin d) for vitamin deficiency as well as oral contraceptive nos since 2006. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/ bladder/urinary problems") and bladder disorder ("bladder or urinary problems or changes/ bladder/urinary problems"). In (B)(6)2016, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypovitaminosis ("other injury(ies) or complication please describe: vitamin deficiency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy since childhood/ nickel allergy"), abdominal pain ("abdominal pain"), tooth disorder ("dental probs") and rash papular ("rash (small bumps on skin)"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, miliaria, dysmenorrhoea and rash papular had resolved and the urinary tract infection, allergy to metals, hypovitaminosis, dyspareunia, urinary tract disorder, bladder disorder, abdominal pain and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, hypovitaminosis, menorrhagia, miliaria, pelvic pain, rash papular, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bladder disorder, urinary tract disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - in (B)(6)2012: total bilateral occlusion. Imaging procedure - on (B)(6)2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Reporter information updated. New events: rash ( small bumps on skin) was added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, bleeding intermenstrual and vaginal dryness. Concurrent conditions included nickel sensitivity. Concomitant products included calcium, cyanocobalamin (vitamin b-12) and vitamin d nos (vitamin d) for vitamin deficiency as well as oral contraceptive nos since 2006. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/ bladder/urinary problems") and bladder disorder ("bladder or urinary problems or changes/ bladder/urinary problems"). In (B)(6)2016, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypovitaminosis ("other injury(ies) or complication please describe: vitamin deficiency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy since childhood/ nickel allergy"), abdominal pain ("abdominal pain"), tooth disorder ("dental probs"), rash papular ("rash (small bumps on skin)") and sinusitis ("sinus infection"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, miliaria, dysmenorrhoea and rash papular had resolved and the urinary tract infection, allergy to metals, hypovitaminosis, dyspareunia, urinary tract disorder, bladder disorder, abdominal pain, tooth disorder and sinusitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, hypovitaminosis, menorrhagia, miliaria, pelvic pain, rash papular, sinusitis, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bladder disorder, urinary tract disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - in (B)(6)2012: total bilateral occlusion. Imaging procedure - on (B)(6)2012: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, cyanocobalamin (vitamin b-12) and vitamin d nos (vitamin d) for vitamin deficiency as well as oral contraceptive nos since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/ bladder/urinary problems") and bladder disorder ("bladder or urinary problems or changes/ bladder/urinary problems"). In (B)(6) 2016, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypovitaminosis ("other injury(ies) or complication please describe: vitamin deficiency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), allergy to metals ("nickel allergy since childhood/ nickel allergy"), abdominal pain ("abdominal pain") and tooth disorder ("dental probs"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, miliaria and dysmenorrhoea had resolved and the urinary tract infection, allergy to metals, hypovitaminosis, dyspareunia, urinary tract disorder, bladder disorder, abdominal pain and tooth disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, hypovitaminosis, menorrhagia, miliaria, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff received treatment for- dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, allergy to metals, urinary tract infection, bladder disorder, urinary tract disorder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : events added- abdominal pain, tooth disorder. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, cyanocobalamin (vitamin b-12) and vitamin d nos (vitamin d) for vitamin deficiency as well as oral contraceptive nos since 2006. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypovitaminosis ("other injury(ies) or complication please describe: vitamin deficiency") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and allergy to metals ("nickel allergy since childhood"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, miliaria and dysmenorrhoea had resolved and the urinary tract infection, allergy to metals, hypovitaminosis, dyspareunia, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, hypovitaminosis, menorrhagia, miliaria, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- pelvic pain, menorrhagia, vaginal bleeding, uti, heat rash, nickel allergy, dysmenorrhea, vitamin deficiency, dyspareunia. Updated outcome of events rash, pelvic pain, cramping, abdominal bleeding to recovered/resolved. Events onset date, reporters, patients dob, demographics, date of removal, lab data, concomitant drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.